Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a connection issue which caused peritonitis. On an unreported date, the pt¿s transfer set disconnected from the pt¿s plastic adapter. The cause of the disconnection was not reported. After the disconnection, the pt reconnected the transfer set to the plastic adapter. Subsequently the pt experienced peritonitis manifested by abdominal pain, fever, and a cloudy pd effluent bag. The pt was not hospitalized for this event. The pt was treated for the peritonitis with vancomycin, 2 grams, ip (intraperitoneally) one time dose on the same day as onset and gentamicin, 40 mg, ip, daily from the same day as onset for ten days. On the same day as onset, the pt was retrained on aseptic technique and a titanium adapter was placed. On an unspecified date within the same month as receipt of this report, the pt was recovered from the peritonitis and dianeal therapies were ongoing. Additional information was requested but is not available.